Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The patient had noticeable spontaneous echo contrast. The patient was not started on oral anticoagulation post device implant due to severe gastrointestinal bleeding risks and possible liver cancer. The patient returned for their standard 45-day follow-up. The patient was asymptomatic. A trans-esophageal study was performed and a clot was found on the threaded insert of the closure device and extended to the limbus. The clot measured approximately 1cm. No leak was noted. The patient was placed on eliquis 5mg twice a day. It was further reported that the thrombus had been triangular and non-mobile.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The patient had noticeable spontaneous echo contrast. The patient was not started on oral anticoagulation post device implant due to severe gastrointestinal bleeding risks and possible liver cancer. The patient returned for their standard 45-day follow-up. The patient was asymptomatic. A trans-esophageal study was performed and a clot was found on the threaded insert of the closure device and extended to the limbus. The clot measured approximately 1cm. No leak was noted. The patient was placed on eliquis 5mg twice a day.